Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was firing and was hospitalized. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.